Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effect; however the surgical treatment and hospitalization appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Maude adverse event report, mw#5055368 received that states: an (B)(6) f with pmh of hyperlipidemia and cad. Outpatient was scheduled for a pci procedure which required the support of the impella device. Procedure was completed and impella was removed. The closure device company abbott vascular perclose was used and failed to prevent blood loss at site. Event required additional surgical procedure to left femoral artery to maintain hemodynamic status and minimize hematoma formation. Patient required in-patient monitoring and admission. No additional information was provided.